Event description:
It was reported, "the seal fall int pt - it was retrieved with a grasper". It also was reported that there was no pt injury.

Manufacturer narrative:
This is being reported to the FDA for conmed has had a sentinel event regarding a trocar where "the trocar valve was displaced in abdomen during the stapler introduction. The surgical intervention was stopped to look for the valve. Prolonged surgical intervention." The sentinel event was reported as medwatch # 1320894-2008-00154. A supplemental report will follow once the entire quality engineering investigation has been completed.